Event description:
On (B)(6) 2011, the pt was implanted with four gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, the pt underwent a left leg femoro-popliteal bypass to treat compromised circulation caused by peripheral artery disease. The bypass graft later became infected, further compromising circulation. The pt subsequently had three toes amputated from his left foot. The pt had ongoing problems with wound infection, and was treated with antibiotics and constant wound care. On (B)(6) 2012, the pt was seen at the hospital, complaining of abdominal pain. Computed tomography (CT) scan revealed the infrarenal neck had enlarged and become aneurysmal, resulting in a loss of proximal seal. The system of device was explanted. During the procedure, the physician noted the pt's entire aorta was extremely inflamed, thickened, and scarred. It was also reported the posterior of the infrarenal aortic wall was severely eroded. However, the physician did not see pus or any other obvious sign of infection in the aorta. Despite the pt's history of problems with infection, the physician could not confirm the presence of infection in the aorta with certainty, stating is possible the infrarenal aorta may have dilated, causing loss of seal and endoleak. The physician ultimately performed an aorta-bi-iliac bypass. The pt tolerated the procedure, but remains in critical condition.

Manufacturer narrative:
Add'l excluder components included in the investigation: (B)(4). A review of the mfg and sterilization records for the devices verified that the lots met all pre-release specs.